Event description:
Procedure type: septoplasty. According to the reporter: a suture stitch was removed in office in 2009, and was too painful. The pt was seen the following month, and another stitch was removed on the right side. He was seen two months later, and another 2cm retained suture was removed. In 2009, pt was seen again: the anterior naris was red, swollen with liner indentation consistent with retained suture and was too tender to be removed without anesthesia and there are other areas of concern. Pt was brought to or for complete removal. Surgeon found sutures buried/dangling, inflamed mucosa, granulation tissue, bloody clots during the morning hours was reported by the pt. The pt will be given pain medication, oral antibiotic and topical antibiotic.

Manufacturer narrative:
Date of initial report sent: 09/25/2009. Rep samples were received for evaluation, and was unable to detect any discrepancy related to the component and the manufacturing of the product. There were no visual or functional abnormalities noted during the quality assurance testing. A microscopic examination of the sutures revealed no signs of material or assembly process damage. A tensile strength test was performed and the results exceeded the specifications for the product.